Manufacturer narrative:
The investigation for the product kink has been completed. The pump was returned for investigation. Cannula kink was reported on returned product. No other physical damage was noted. The data log shows low pump flow from the start of the case, with an active suction alarm. The pump only ran for six minutes. According to the clinical details, a kink in the cannula was seen after insertion of the pump, and the doctor placed a new pump. Additionally, the patient was reported to have a small aortic arch. The failure mode of the cannula kink was changed to low pump flow, as the pump damage resulted in low pump flow. The cause of the low pump flow issue was a kinked cannula. Added d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella cp was inserted into the left ventricle but noted to have a substantial kink in the cannula just distal to the outlet cage. A decision was made to replace the pump with a new one with the integrity of the cannula compromised. The patient expired. However, there is no additional information. The relationship between the impella and cause of death is unknown.